Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 522 mg/dl. The customer was treated with syringes. The customer was able to perform high pressure test and it passed. The customer already went through high blood glucose troubleshooting yesterday and changed everything afterwards. The customer reservoir still had a lot of insulin and she just change the set. The customer advised to follow up with healthcare provider concerning unexplained high blood glucose.